Event description:
The customer obtained a non-reproducible vitros amon quality control results (qc lpvi e2092= 108.6 vs. Expected result= 44.8 ¿mol/l, qc lpvii f2093= 119.4, 207.6, 208.7, 122.4 vs. Expected result= 172.8 ¿mol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number three of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. Investigation was unable to determine an assignable cause. Fluid handling, amon slide cart handling, and an unknown quality issue with the amon slide lot cannot be ruled out as contributing factors. An ocd field engineer performed service actions on several analyzer sub-systems of the vitros 5,1 fs system, however, it cannot be concluded that the results in question have been caused by unexpected analyzer performance. The root cause of this event is unknown.